Event description:
It was reported by the (B)(4) study facility that the lead had decreasing impedance since implant. At implant the impedance was 1213 ohms, two weeks later it was 800 ohms, and three months later it was 560 ohms. The lead remains in use and the plan is to continue to monitor. No patient complications were reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.